Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 11/23/2016. Device returned to manufacturer ¿ yes. Device evaluation: the preloaded insertion system was received in the original box. The plunger was observed in advanced position. Visual inspection was performed at 10x microscope magnification. The cartridge was observed correctly engaged into the lower body of the pcb00 device. No assembly error and/or defect related to manufacturing process were observed in the preloaded insertion system. Residues of viscoelastic solution were observed on the cartridge which indicated that the unit was handled and prepared for surgical use. Heavy dent/distortions were observed on the cartridge tip. One of the haptic was observed partially out at the cartridge tip area. The lens was also observed stuck in cartridge. The reported issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer initially reported tough intraocular lens (iol) insertion into the eye. It was stated that the iol got stuck in the cartridge during insertion into the eye. In follow-up with the customer, it was confirmed that the iol would not deploy from the cartridge. It was also found that the lens was partially inserted into the left eye. The leading haptic was inserted, but the rest of the lens was stuck in the cartridge. There was no patient injury, no incision enlargement and no vitrectomy. The patient is doing well. No additional information was provided to abbott medical optics.